Event description:
Attending physician noted problem with swelling around port-a-cath site when used for about the last few wks. Asked surgeon to evaluate for removal. Surgeon elected to remove and did so noting that line was shorter than it should have been. Pt had magnetic resonance imaging and found to have a broken piece of catheter in heart. Was taken to catheterization lab and the segment was removed. Tolerated procedure well.